Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient fell in (B)(6), and again on (B)(6); the fall in (B)(6) resulted in 3 broken ribs. It was also stated that the patient's current batteries are now dying and will need replacement soon; no dates were provided. Follow-up with the health care provider (hcp) indicated that the patient was diagnosed with early onset of parkinson's disease in her 20's (30 years ago). Despite pharmacologic and deep brain stimulation (dbs) treatments, she has had significant gait and balance disturbances which led to the falls. However, it was stated that the patient remains highly functioning. It was also stated that the diagnostics performed related to the falling and the battery dying included CT scans and x-rays. The hcp mentioned that the battery has been monitored routinely and was recently evaluated due to the depletion and resulted in the scheduling of an elective replacement on (B)(6) 2016. It was also reported that the patient had been followed up by the hcp every 2 - 6 weeks and fall education was performed at every visit. Please see report number 3004209178-2016-19981.

Event description:
Follow up information received from the patient on sep-26 reported that the circumstances that led to the patient falling and current battery dying was due to a loss of balance that changes as their disease progresses. To resolve the issue the patient has bought a scooter for movement in the a.m., and that they increased programmed battery levels. The patient was also told by their neurosurgeon and manufacturer representative (rep) that they had an old system which would require considerable adaptation to work. It was noted that they have had 15 surgeries to correct implant problems from (B)(6) to disconnection. See related regulatory report 3004209178-2016-19981.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.